Manufacturer narrative:
Reported event: it was reported that inline offset impactor was damaged while surgeon was impacting cup. Impactor plate and hip end effector were damaged as well, I had a replacement set of instruments to open onto the sterile field, surgeon had difficulty removing broken instruments off of the robot, which added to the delay in surgery. Case type: tha. Surgical delay: 35 minutes. This complaint is for the rio shell impact-offset-trident pst. Associated complaints from the same surgery include: (B)(4). Product evaluation and results: (B)(4) could not be completed as the 206270 shell impaction platform was not provided. Three communication attempts were made and appropriate information was not received. Product was not returned. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no 33851 and accepted into final stock on 10/04/2016 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209830, lot 33851 shows 0 additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : device not returned.

Event description:
Inline offset impactor was damaged while surgeon was impacting cup. Impactor plate and hip end effector were damaged as well, I had a replacement set of instruments to open onto the sterile field, surgeon had difficulty removing broken instruments off of the robot, which added to the delay in surgery. Case type: tha. Surgical delay: 35 minutes. This complaint is for the rio shell impact-offset-trident pst. Associated complaints from the same surgery include: (B)(4).

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Inline offset impactor was damaged while surgeon was impacting cup. Impactor plate and hip end effector were damaged as well, I had a replacement set of instruments to open onto the sterile field, surgeon had difficulty removing broken instruments off of the robot, which added to the delay in surgery. Case type: tha. Surgical delay: 35 minutes. This complaint is for the rio shell impact-offset-trident pst. Associated complaints from the same surgery include: (B)(6).